Manufacturer narrative:
Final analysis found the reported charge time out was confirmed in lab. The high voltage capacitors were analyzed, and no anomalies were found. The cause of the issue remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient to the clinic after receiving a patient notification. Device interrogation revealed an alert for "capacitor charge time limit reached". The patient had not had any hv therapy prior to the patient notification. It was confirmed that a capacitor charge time limit was reached during a routine capacitor maintenance at the time of notification. In clinic, capacitor maintenance also resulted in an additional charge time limit reached alert. Replacing a generator was suggested.

Event description:
New information received indicates that the device was explanted and replaced. The patient tolerated procedure well.